Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred on an unspecified date ¿4 months¿ prior to the alert date of (B)(6) 2015. At this time the patient claims to have obtained a blood glucose result of ¿780mg/dl¿ on the subject meter and ¿102mg/dl¿ on another unknown meter. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and in response to the alleged inaccuracy the patient stated that they took ¿10 units¿ of an unknown type of insulin instead of their normal ¿6 units.¿ at an unknown time after the product issue started the patient developed the symptoms of ¿sweating, shaking¿ and also found it ¿hard to breathe¿ ¿ all of which the patient associated with hypoglycemia. It is not known what treatment, if any, the patient sought as a result of these symptoms. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 30 minutes from each other. The patient¿s products were requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs accuracy criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.